Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer report was not replicated or confirmed. The investigation did not yield any results that were atypical. The electrodes passed all testing. There is no indication of a device malfunction associated with the returned electrodes. There are a number of factors that exist outside of an electrode pads malfunction that can cause the customer's report that include but are not limited to: poor coupling of the pads to the patient, poor coupling of the pads/adaptor/multifunction cable/device, issues with one of the accessories used, and wrong lead fiew selected. Visual inspection of the electrode pads did find a foreign substance on the apex pad. Creases were observed on the pad's packaging and conductive plates. The pads were received folded and adhered to themselves. The returned electrodes were observed to be functioning as expected during the evaluation. It is important to mention the device and activity/clinical logs were not returned for evaluation. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated defibrillator was unable to obtain an ECG signal using these electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.